Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was hospitalized due to an undesired sensation even when the device was turned off, dizziness, and chest tightness. The patient is currently doing well.